Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a damaged power switch overlay. There was no patient involvement when the issue occurred. No patient or user harm reported. A follow up was performed with the customer, and it was specified that the device would turn on by itself, due to the damaged power switch overlay. The customer reported that the issue was resolved after replacing the power switch overlay. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.